Manufacturer narrative:
Other relevant device(s) are: product ID: 9735824rpend, serial/lot #: (B)(4), UDI#: (B)(4). A medtronic representative went to the site to test the equipment. It was reported that the issue was confirmed and the electromagnetic controller was replaced. The system then passed the system checkout and was found to be fully functional. Analysis of the controller confirmed a system fault code occurred. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. There was no patient involvement. Troubleshooting included testing out a different emitter without resolution. Technical services recommended to test another breakout box. It was reported that the site was setting up for a case and received a localizer fault error. Another navigation system was used to complete the procedure. No complications were reported/anticipated.

Manufacturer narrative:
The controller was sent for vendor analysis. The part when through quality assurance and functional testing. The unit was visually inspected and no issues were observed. (B)(4). If information is provided in the future, a supplemental report will be issued.